Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Alleged failure: failed insulation scan the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.